Manufacturer narrative:
Per investigational findings, bd has determined that this MDR as not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that biomed believed the arctic sun device needed flow meter replaced. Per review of wo on 12mar2023, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed believed the arctic sun device needed flow meter replaced. Per review of wo on (B)(6) 2023, there was no patient involvement.